Event description:
The device was successfully explant and the patient survived.

Manufacturer narrative:
B5 and d6b updated.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Additional information was received reporting device was discarded.

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via direct right surgical aorta in a 53 year old male for elective placement. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. On day 4 of support, while in the intensive care unit, the patient had elevated blood pressure and was placed on cleviprex. The patient then had suction events overnight and a decrease in blood pressure. Additionally the patient's urine output decreased and plasma free hemoglobin was 120, and increase from <30 the previous day. The impella position was rechecked and confirmed appropriate. The plan was to administer volume and repeats labs. The patient continued with 5.5 support. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The reported hypotension is more plausibly attributed to the patient¿s underlying critical clinical condition as they presented with scai shock stage b.